Manufacturer narrative:
Concomitant medical product: dtba1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at elective replacement indicator (eri) and a device changeout was done. When attempting to connect the lead, the atrial setscrew would not tighten on the new device. It was possible that the physician may have backed out the setscrew too far before putting the lead into the port. That device was not used and a new device was implanted. Interrogation prior to implant also noted chronic high left ventricular thresholds. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.